Event description:
The distal tip of the .018 guidewire detached in the kidney during a nephrostomy tube placement. Retrieval attempts with a snare were unsuccessful. No further retrieval attempt were made and the pt has since passed the guidewire segment without incident. The pt was unaware of this event and suffered no sequelae. This device was returned, evaluated and retained by this MFR. The engineering eval revealed that although no idications of use were detected, the wire was missing its platinum coated floppy tip. The tip was not returned for eval. It appears that the ball weld that connects the coiled platinum wire to the core wire had broken. As follow up could not determine if any resistance was encountered during the procedure, co believes that user technique and/or pt anatomy may have contributed to this event. However, without further details or evaluating the entire device, co cannot determine the cause for this event. Co's directions for use state: "withdrawal of the .018/.038 wire should be smooth and without resistance. If resistance is felt, carefully remove wires and system as unit".